Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. E.1 initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server scanned item was not pop up on application. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, it was determined that the scanning item was not pop up on application. Follow-up with the customer was initiated. Three follow-ups were completed, but no response was received. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es server scanned item was not pop up on application. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.